Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked; but remained functional. Additionally, the pump touch screen displayed black spots above the numbers "2" and "3." Customer¿s blood glucose was 57 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.